Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05840. It was reported the patient had high impedances on multiple contacts and could not go into MRI mode and was experiencing ineffective therapy. Surgical intervention may take place at a later date to address the issue.